Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) of rezj1991 showed no other similar product complaint(s) from this lot number. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that the operator could not draw blood through the device, so he injected solution, and then he found the leakage. The operator confirmed a damage of the catheter near the connecting part of the catheter and the lock sleeve (near the 45cm depth marker). He cut the catheter near the 44 cm depth marker and disconnect the catheter of 3cm in length which had the damaged part from the connector and locking sleeve, and connected the cut edge of the catheter near the 44 cm depth marker with the connector (without using locking sleeve). The repair was unsuccessful. The catheter was removed.